Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular aortic aneurysm repair without type 2 endoleak using concomitant n-butyl-2-cyanoacrylate injection into the abdominal aortic aneurysm sac miura s, kurimoto y, maruyama r, masuda t, yanase y, iba y, nojima m <(>&<)> yamada a. Annals of vascular surgery 2020; 66: 110¿119 https://doi.org/10.1016/j.avsg.2019.12.006. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. The following malfunctions were observed. Type ib endoleak, type ii endoleak the following adverse events were observed. Rupture, access artery injury, renal failure, occlusion, lymphocele, aneurysm sac enlargement re-intervention patient deaths were also reported, but there is no causal link that the endurant stent grafts caused or contributed to these deaths.